Event description:
The contact stated the customer tested her blood glucose and received a reading in the 300's (mg/dl). She retested 2 minutes later and received a reading of 60 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and replacement strips will be sent.